Event description:
Additional information was received that the patient experienced discomfort and dyspnea resulting in an extended hospitalization.

Manufacturer narrative:
The reported event of insulation issue was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
It was reported that insulation damage was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.